Event description:
It was reported there was no menu display when pressing the menu button. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the keyboard menu key was intermittently functioning due to the key being collapsed. It was also noted that the upper and lower cases, one side bail cover and battery drawer were broken, the lead flex cover was corroded, the battery contacts were compressed and the ring bail was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.